Manufacturer narrative:
The customer reported that no images are displayed on the bsm (bedside monitor). The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced which corrected the reported issue. All other functions were tested prior to shipping the repaired device to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that no images are displayed on the bsm (bedside monitor).